Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with 500cc mentor memorygel breast implants several unexplained systemic symptoms post procedure. It was noted that the patient began feeling ill after she replaced her saline implants with these gel ones. An unspecified feeling of sickness, chronic obstructive pulmonary disease, arthritis, asthma, hypertension, thyroid issues, and chronic fatigue were noted. The root cause of the patient¿s symptoms is unclear. A mammogram was performed on (B)(6) 2019 and no device issues such as rupture were found. On (B)(6) 2019 removal without replacement was performed and right sided rupture was discovered. This report relates to the left prosthesis. See 1645337-2020-00486 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the photo provided was completed by the failure analysis lab on 2/11/2020. Device evaluation summary: according with the information reported the patient experienced multiple symptoms of generalized illness. A manufacturing record evaluation was performed for the finished device 6001701 number, and no non-conformance related to the reported complaint condition were identified. Upon visual inspection of the pictures, no apparent damage was noted. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. All mentor product is 100% visual inspected prior to release. Manufacturer¿s reference number: (B)(4).